Event description:
As reported, the patient underwent a left total knee arthroplasty. Approximately 2 years and 10 months later, the patient was revised due to prosthesis wear, instability and loosening. Because the patient has filed a long form, it appears that they are alleging significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.